Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00008. It was reported the patient experienced ineffective pain relief. As such, surgical intervention was undertaken during which the percutaneous leads were explanted and replaced with a paddle lead. Effective pain relief was restored following the procedure.